Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx80cm (4f) sterling otw balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx80cm (4f) sterling otw balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.